Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced deflation and capsular contracture in the breast implant. The device was visually inspected and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/18/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress since a lot number was provided per additional information. Once completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement with 325cc mentor smooth round moderate profile saline breast implants on (B)(6) 2019. Concomitant products: 325cc mentor smooth round moderate profile saline breast implant catalog:3501650 lot:186179 serial number: unknown. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 325cc mentor smooth round moderate profile saline breast implant experienced left sided capsular contracture baker grade IV and deflation post procedure. As a result, patient underwent bilateral removal and replacement with mentor saline breast implants on (B)(6) 2019.